Manufacturer narrative:
(B)(4). Returned product consisted of an omega stent delivery system (sds). The balloon was tightly folded. The stent was microscopically examined and was found to be damaged on the proximal end with several struts stretched and bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed, 18.5mm in length, eccentric, de novo target lesion was located in the non tortuous, moderately calcified and 4.5mm in diameter right coronary artery. The lesion contained <=45 degrees bend. The lesion was predilated with a 4.0x15mm maverick balloon catheter and the percent stenosis of the lesion immediately after predilation was 48%. Then a 24x4.50 omega¿ stent was advanced however significant resistance was encountered and the device was difficult to advance. The device was removed and it was noted that a tip of the stent was deformed. The procedure was completed using another of same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.